Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump alarmed motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarm was noted. The motor passed the motor test. The pump passed the operating currents measurement, self test, unexpected restart, and displacement tests. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The pump had cracked battery tube threads and minor scratches on the display window.